Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report from mhra. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Customer reported issues with at least 3 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra declaration in which an us customer reported "above average of failures" and premature detachment with their freestyle libre sensors. Details of the user report are as follows: "some will not work from very first. Some quit working after a few days. Some absolutely will not stay in no matter what I do. Very few last for the full 14 days. I have at times had 3 out of 4 fail to work. Special care is used when putting these on. Always wash with soap and water first. Rinse well and dried. Applied alcohol to application location, and air dried. Final dried with towel. Sensor applied and waited from anywhere 1 hour to 24 hours before activating. 75% failure rate. I absolutely love the product and ease of monitoring numerous times a day. Just to high failure rate". There was no report of third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.